Event description:
It was reported that this right ventricular (rv) defibrillator lead was explanted due to increased thresholds and increased pace lead impedance measurements within normal limits, inappropriate shock with no therapy exhaustion, oversensing, pacing inhibition with no asystole, and dislodgement. A new lead same model was successfully implanted. No additional adverse patient effects were reported. Return of the lead is not expected. If the product is received for analysis, this report will be updated when analysis is completed.